Event description:
During the inspection of the ventilator, liquid was observed on the printed circuit board. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Presence of liquid spillage was noticed inside the device. It affected ac/dc converter. The fuses were most likely blown due to the presence of liquid on the ac/dc board. The ac/dc converter was replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided photo confirms presence of liquid on ac/dc converter. The part was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid entered the ventilator and what kind of liquid it was. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.